Manufacturer narrative:
(B)(4). Catalog number is the international list number which is similar to us list number of 062918. The device involved in the event was discarded; therefore, a return sample evaluation is unable to be performed. Inflammation is a known complication of a j-tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On (B)(6) 2017, a patient in (B)(6) underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube with jejunal (peg-j) tube. On 09-may-2019 it was reported the patient was hospitalized since (B)(6) 2019 due to deterioration of mobility. The patient also had abdominal pain and a CT with contrast agent was performed and found something showy in the small intestine. The laboratory levels in the blood showed the inflammatory parameters were extremely high. Patient received antibiotic unacid 3 times a day intravenously and then orally. An endoscopy was performed and there was inflammation detected in the small intestine. The decision was made to discontinue the duodopa therapy and the probe system (peg/pej) was completely removed.